Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2018 during the implant of an afx2, bifurcated stent graft (bea28-80/i20-40), when the lateral limb was released, the contralateral limb opened with the flips upwards. Attempts were made by physician to replace the device but they were unsuccessful. This case was then converted to nellix endovascular sealing system (n10-200) on the right and a cross over bypass to the left. The patient was reported in stable condition.there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.